Event description:
Caller reported a malfunction on the pump, which showed a resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump and was instructed to continue using the pump, with a reminder to call back if the malfunction reoccurs.